Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it appears that the cause of the lv perforation was related to procedural factors (i.e. Perforation by the guidewire during bav) in combination with patient factors (i.e. Very small lv cavity). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the curve of the amplatz extra stiff wire perforated the left ventricle (lv) during the balloon aortic valvuloplasty (bav). Moments after the bav was done, hypotension and bradycardia associated with rhythm changes were noted. An aortogram was conducted to look for any changes in the annulus but none were noted. The femoral access site also looked normal, but the hypotension persisted as did the pacemaker dependency. The anesthesiologist adjusted medications to correct hypotension and the thv was inserted into the descending aorta by usual methods. Electrical mechanical disassociation occurred and tte was used to visualize a large pericardial effusion. Thv advancement was halted and a pericardiocentesis was performed. Several hundred cc's of bright red blood were removed from the pericardial space. The patient regained normal rhythm and normal blood pressure. In a very short period of time the patient became unstable and more bright red blood was withdrawn from the pericardial space. The right atrium and right ventricle were noted to be compressed significantly and minimal volume was in the left ventricle. The patient was placed on pump in rapid fashion and good control of the blood pressure was obtained. The tavr proceeded in a normal fashion with good positioning of 50:50. However, moderate paravalvular leak (pvl) was noted post deployment. A post dilatation was performed and moderate pvl remained. After the thv placement, the pump was discontinued and anticoagulation reversal was begun. The patient became hemodynamically unstable again while off pump. A significant pericardial effusion was again noted. The patient had received multiple units of blood up to this point in the procedure. The decision was made to do an exploratory open chest to understand where the bleeding was coming from. The pericardial space was filled with bright red blood and an active bleeding site was felt to be identified toward the posterior of the heart. This area was sutured closed. Significant bleeding was still noted and multiple large bites of suture were placed in the heart to tighten up what was felt to be an active bleed in the av groove. After a period of time bleeding appeared to be under control and the suturing seemed to have controlled the bleeding. Bleeding from anticoagulation now appeared to be of concern and the lungs were full of fluid. The decision was made to now go on ECMO. The patient left the hybrid or with a packed open chest and on ECMO. The patient was hemodynamically unstable on ECMO and left the or to the ccu alive. The curve of the amplatz extra stiff wire is believed to have perforated the av groove during the bav procedure. The amplatz loop on the wire was made in a normal fashion but may have been too large for this patient¿s heart. The surgeon felt the patient had a very small left ventricular cavity when opening the chest and this was masked on the echo by the enlarged right ventricle. 3 days later, the patient had his chest closed and it is recovering in stable condition.